Event description:
During the svt procedure, communication issues with the ep-4 stimulator resulted in the cancellation of the procedure. The ep-4 stimulator was unable to connect to the workmate claris pc. The system was rebooted, the connections were checked, and the ep-4 receiver box and fiber optic cables were replaced, but the issue was not resolved. The procedure was cancelled as a result.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One workmate¿ claris¿ ep-4¿ cardiac stimulator sn (B)(6) was received for investigation. The stimulator was connected to a touch screen monitor and powered on. The stimulator passed the self-test on all channels and the status bit displayed as intended for channels 1-4. No hardware issue detected. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the investigation performed, the reported event was not confirmed.